Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments and one non-lifevest defibrillation. The device was started up at 23:43:28 on (B)(6) 2025. At 13:50:22, an arrhythmia was detected. ECG shows nsvt. At 13:50:56, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt with CPR/motion artifact. At 13:51:28, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt with CPR/motion artifact/electrode lead fall off. Post shock rhythm was vt @ 250 bpm with pacemaker spikes and CPR/motion artifact/electrode lead fall off. At 13:51:43, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was nsvt pacemaker spikes and CPR/electrode lead fall off. Post shock rhythm was vt @ 170 bpm with pacemaker spikes and CPR/electrode lead fall off. The electrode belt was disconnected at 14:25:33 on (B)(6) 2025.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments and one non-lifevest defibrillation. The device was started up at 23:43:28 on (B)(6) 2025. At 13:50:22, an arrhythmia was detected. ECG shows nsvt. At 13:50:56, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt with CPR/motion artifact. At 13:51:28, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt with CPR/motion artifact/electrode lead fall off. Post shock rhythm was vt at 250 bpm with pacemaker spikes and CPR/motion artifact/electrode lead fall off. At 13:51:43, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was nsvt pacemaker spikes and CPR/electrode lead fall off. Post shock rhythm was vt at 170 bpm with pacemaker spikes and CPR/electrode lead fall off. The electrode belt was disconnected at 14:25:33 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vt rhythm on the date of event.